Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly and the motor.

Event description:
The customer stated that the insulin pump was without power. The reported blood glucose reading was 240 mg/dl. The customer inserted a new battery, and power was restored. However, the customer stated that she saw moisture inside the display. Nothing further was reported.